Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the superficial femoral artery (sfa). The 6.0x120mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion over a supracore guide wire. During deployment the thumbwheel stopped and the stent could not be completely deployed. The ses was moved slightly and the stent was able to be released at the target lesion. Post dilatation with a balloon was performed and it was noted one of the absolute pro stent struts were broken. No treatment was performed as the physician determined the patient is ok and with a normal pulse in the pedal artery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance/sticking- thumbwheel was able to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). The reported stent break was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified anatomy and/or inadvertent mishandling resulted in the noted multiple instances of bunching on the entire length of the stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance/sticking-thumbwheel and the reported difficult/delayed activation. Manipulation of the compromised device resulted in the noted sheath separated from the distal end of the shuttle likely contributing to the reported difficulties deploying the stent. Post dilatation with a balloon possibly resulted in the reported stent break; however this cannot be confirmed. A conclusive cause for the reported stent break cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.